Event description:
It was reported that pn relion 31g x 6mm 3b tw 50ct would not attach. The following information was provided by the initial reporter: it was reported by the consumer the pen needles would not attach to the pen.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 4th complaint for the reported lot number. Tested 7pcs retention samples. No failure was found. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pn relion 31g x 6mm 3b tw 50ct would not attach. The following information was provided by the initial reporter: it was reported by the consumer the pen needles would not attach to the pen.